Event description:
It was reported that the pump kept alarming and would not run. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked rear case. Review of the event history log (ehl) showed no disposable alarms. A functional test was performed and the reported issue was not duplicated, however multiple no disposable alarm messages were found in the device's event history logs. The cause of the reported issue was due to the occlusion sensor. As a result, the occlusion sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2010-12) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. B3 unknown, d4: UDI (B)(4), for all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.